Manufacturer narrative:
One osseotite® implant 3.75 x 10mm (oss310) was returned for investigation. Visual inspection of the as returned product identified that the device is fractured at the edge of the collar. The other portion of the implant was not returned. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (oss310) fractured. The bottom part of the fracture remains implanted and the patient will come back for removal.